Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lower anterior resection. According to the reporter: the device was stuck in the pt after it was fired. When the doctor removed the device, part of the colon was attached to it. The case was delayed 40 minutes. Tissue loss of 4cm occurred. The pt reported as doing fine.